Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. An air leak test was performed, and it was noted that there was a leak at the level of the housing of the filter due to a crack. The reported condition was verified. The cause of the reported condition could not be determined; however, the observed damage is typical of mechanical shock applied on the product leading to its breakage, therefore, the most probable root cause identified is that a shock occurred during shipping or storage. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an external fluid leak was observed originating from the blood outlet point of a prismaflex m100 set during priming. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.